Manufacturer narrative:
(B)(4).

Event description:
It was reported shaft fracture occurred. During a percutaneous intervention (pci) procedure, the physician selected a guidezilla¿ extension catheter to help reach the target lesion, located in an unspecified vessel. The guidezilla was inserted/removed several times since it was long procedure. The device was damaged 25cm from the tip. Since it was suspected that the device might be detached, this device was exchanged to another of same device and the procedure was completed. No patient complications were reported and the patient status was good.

Manufacturer narrative:
Device evaluated by manufacturer: a visual examination identified blood on the unit. Microscopic and tactile examination revealed numerous kinks in the hypotube and distal shaft. Microscopic examination revealed a separation at the collar/proximal shaft bond. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported shaft fracture occurred. During a percutaneous intervention (pci) procedure, the physician selected a guidezilla extension catheter to help reach the target lesion, located in an unspecified vessel. The guidezilla was inserted/removed several times since it was long procedure. The device was damaged 25cm from the tip. Since it was suspected that the device might be detached, this device was exchanged to another of same device and the procedure was completed. No patient complications were reported and the patient status was good.